Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. On 2017-nov-02 the arjohuntleigh received a complaint from (B)(6) (canada) which reported that during the use of alenti lift hygiene chair, after the completion of drying and dressing, the dependent patient started to slide off the device. The assisting caregiver noticed that and as an immediate action attempted to lower the resident on the floor to reposition her. While doing this, the resident fell to the floor. To confirm that the resident did not sustain any injuries, the x-ray was performed and no fractures were noted. The review of similar reportable events with the involvement of the alenti hygienic lift in last 5 years, revealed a low number of relevant cases where it was indicated that patient condition was not suited to the alenti intended use resulting in slide off or fall, and no product malfunction occurred. The occurrence rate observed for this failure mode is considered to be low. On 2017-nov-06 the arjohuntleigh representative evaluated the involved alenti and no malfunction was found. Therefore manufacturing defect was excluded as a potential cause. The alenti lift is designed for residents, who have the ability to follow instructions and stay in the upright position. According to the assessment provided by the customer facility this patient could not stand and bear the body weight, but was able to sit if well supported. It was also stated that passive lift was used for all transfers of this resident as it was the most appropriate and safe solution for the resindent's health state. The alenti operating and product care instructions (opci) delivered with this device (04.cd.05/4us,ca issued in march 2008) in section intended use includes principles regarding the correct resident assessment i.e.: "caregivers should assess each resident according to the following criteria prior to use: the resident should be active or semi-active (i.e. Able to sit upright self-supporting on the side of a bed or toilet). If a resident does not meet these criteria an alternative lift and hygiene chair should be used." Based on the assessment of the involved resident provided by facility during interview performed by arjohuntleigh representative, this patient may tend to slide down in chair. What is more, she may be unable to get back up into a sitting position by herself. According to the information collected, the involved resident's condition did not suit to the alenti's intended use. This patient condition was assessed as dependent on the caregiver and classified as "d - (B)(6)" in accordance with the arjohuntleigh resident mobility gallery classification (document zz.01.74.3.gb1.ahg issued in november 2014). The mobility gallery is an assessment and communication tool based on different levels of resident's functional mobility - from completely mobile and independent residents/patients, to those who are entirely bedridden, named in alphabetic order from (B)(6) (a) to (B)(6) (e). Please note that alenti lift is designed for residents, who are in condition described by classes "a - (B)(6)", "b - (B)(6)" and "c - (B)(6)" of the mentioned classification. Moreover, the opci reminds the device owner that alenti must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines of this document. In summary, the complaint was decided to be reportable based on the high potential of injury which could occur due to slippage of the patient from lift's chair or fall on the floor. During the investigation, it was confirmed that no injury occurred. The results of the investigation performed enable us to determine that the claimed alenti lift was up to specification and the reported issue did not cause or contribute to a death, serious injury or deterioration in the state of health. This appears to be a "malfunction" type of event (h1) not because there was an actual technical malfunction of the device (we found no evidence of it), but since the information initially received could be interpreted as the device not having performed as intended.

Event description:
Arjohuntleigh has received a complaint related to alenti hygienic lift. It was reported that during the use of alenti lift hygiene chair, after the completion of drying and dressing, the dependent patient started to slide off the device. The assisting caregiver noticed that and as an immediate action attempted to lower the resident and stand her on the floor to reposition her. While doing this, the resident fell to the floor. To confirm that the resident did not sustain any injuries, the x-ray was performed and no fractures were noted. No other injuries reported as well.